Event description:
Pt had a fall-the anterolaterial portion failed. One leg went in front while the other went behind the pt. This is when the first fracture was noticed. The pt had another fall and the second fracture was visible on the x-rays. The surgeon decided to perform a revision surgery as a result of both fractures. However, he advised the account manager that the falls may have contributed to the product, producing fractures, as it put stress on the outside of the ceramic head on the anterior portion of the head.